Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 that during sensor insertion, the needle was detached. The sensor was inserted on (B)(6) 2015, and the detached needle was noticed on (B)(6) 2015. No additional patient or event information is available.